Event description:
It was reported that a minicap transfer set leaked; further described as ¿iodine slowly seeped out". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath an in lab mini cap. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector is manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.